Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the device was in clinical use for a procedure which was completed after several reboots. A philips field service engineer (fse) inspected the system onsite and could not reproduce the issue. The fse analyzed the log files, identified problems related to the internal power supply (ips) of the x ray high voltage generator certeray, and replaced it. The defective ips certeray was returned to philips for failure analysis. The cause of the ips certeray failure could not be conclusively determined however, replacing the ips certeray resolved the issue. The system was returned to use in good working condition. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system gave some alerts indicating the low load fluoroscopy was possible and the generator was busy, preventing x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.